Manufacturer narrative:
During the investigation, using the customer¿s configuration and a virtual machine with the same cobas infinity software version, the issue was reproduced. It is possible to have multiple interference tables in order to define the interfering factors for different instruments (or group of instruments). When configuring an interference table it is needed to assign the instruments that will use the values defined in the table. An instrument can only be assigned to one interference table, but an interference table could have multiple instruments assigned. When the cross si option is enabled in the interference table, cobas infinity evaluates the result against all the si results obtained in all instruments assigned to any interference table with the cross si option enabled. In this circumstance, as all the interference tables are used during the evaluation, cobas infinity took into account the most restrictive index. This means that some samples would be flagged when they should not. This could cause a delay in results as the physician will have to review why the samples are flagged. No scenario was found where a flag was not present when it should. There was no possibility of missing flags and/or samples incorrect released or auto-validated. When the cross si option is enabled in the interference table, the cobas infinity was not correctly evaluating the result as compared to results obtained in instruments assigned to an interference table with the cross si option disabled. The customer disabled the cross si option and was working normally. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a possible software issue with the cobas infinity core software, version 3.00.01, that could impact the interpretation of patient results. The customer reported that the si (serum index)-high alarm was incorrectly triggered blocking the "tr" test for one patient and the "krea" test for another patient. The customer has a cobas pro and a cobas 6000 linked to the cobas infinity. Both systems have their own si interference tables being interpreted by the cobas infinity software. The customer has the cross-si functionality turned on which causes the software to consider the serum index tests across all instruments assigned to the interference table. There was no allegation of an adverse event. The physician detected the issue and no patient treatment was affected.

Manufacturer narrative:
Fields results and conclusion codes have been updated. The causal factor is that when a sensitive test is evaluated against an interference table with the cross si (serum index) option enabled, cobas infinity is taking into account the results obtained in any instrument from all the interference tables with the cross si option enabled. Cobas infinity versions from 3.00.00 to latest, 3.00.01 are affected. Previous cobas infinity versions are not affected as the interference table functionality was not available. The only potential effect to patient samples is that some test results may be accompanied by extra flags, which would result in additional review before the results are released.